Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited undersensing as some beats were not being sensed after atrial pace. As of this time, this device remains in service. No adverse patient effects were reported.